Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 h11: corrected data based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned through implant patient registry and medical records that a 25mm 2700tfx aortic valve was explanted after an implant duration of 3 years, 2 months due to endocarditis. The explanted valve was replaced with a 21mm 11500a aortic valve. The patient presented with large aortic valve and mitral valve vegetations. He underwent redo avr utilizing a 21mm 11500a inspiris resilia aortic valve, mvr utilizing a 25mm 7300tfx mitral valve, and CABG x2. Post bypass tee showed well-seated aortic and mitral replacement valves with no stenosis or regurgitation. Postoperatively, the patient was transported to the surgical ICU in satisfactory condition. The patient was discharged from the hospital on pod# 8.

Event description:
It was learned through implant patient registry that a 25mm 2700tfx aortic valve was explanted after an implant duration of 3 years, 2 months due to unknown reason. The explanted valve was replaced with a 21mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.